Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 12, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 22). Method code: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 22 - known inherent risk of device. The affected sample was not returned for evaluation, and the affected lot number was no provided so a retention sample was not able to be reviewed. A thorough investigation was not able to be completed, however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during setup, the centrifugal pump made a loud humming sound. No patient involvement. The product was changed out. Procedure was completed successfully.